Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-nov-2024. Investigation summary: bd received 7 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off was observed. Additionally, 12 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device there was sample leakage in one device. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device there was sample leakage in one device. There were no health consequences or impacts reported.